Manufacturer narrative:
The account found the side rail end tube is broken. No further information is available on the repair of the bed at this time.

Event description:
The account alleges the side rail will not latch. No patient impact.